Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet experienced hyperglycemia with cgm values reaching approximately 500 mg/dl after meals and attempted multiple meal announcements to correct, later disconnecting the pump and administering a 24¿25 unit subcutaneous dose of rapid-acting insulin before reconnecting; the user reported no visible infusion set issues and was advised to change supplies and was assigned for additional training. Symptoms included headache and prolonged fatigue. Outcomes included no hospitalization or professional medical intervention. Investigation included customer troubleshooting and education with assignment to additional training. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set occlusion, with cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.